Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was noted that a plate had broken post op, hardware removal was performed.

Manufacturer narrative:
Please note correction to section d4 catalog# and gtin. The reported event could be confirmed, since the device was returned and matched the alleged issue. The device inspection revealed the following: the received talo navicular plate was found to be broken across all the 3 holes on the opposite of the oval hole. All the breakage surface showed similar characteristic which is appearance of relatively smooth surface with slight plastic deformation (shiny area) along the edges. This is indicative of the fact that the plate broke gradually in a fatigue manner due to over loading. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation it was determined that the plate broke in a fatigue manner possibly due to overloading. Since no patient medical records and other relevant information are unavailable, an exact root cause could not be determined. If any further information is provided, the complaint report will be updated.

Event description:
It was noted that a plate had broken post op, hardware removal was performed.